Manufacturer narrative:
Philips service replaced the nicol v3 collimator and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a faulty nicol v3 collimator caused a filter error on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.